Event description:
The customer contacted the customer care solution center and alleged pre-wave instability or pauses on the complaint device and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.